Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead separated at the terminal pin when removed from the old device. The lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.